Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2494 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the myometrium has embedded coiled metalic wires within right & left corneua") in a 41 year-old female patient who had essure inserted (lot no. C59251) for female sterilisation. The patient had a medical history of uterine dilation and curettage, depression, migraine, cervical dysplasia, abortion, parity 3, multi gravida, dyspareunia, dysmenorrhea and menorrhagia. Previously administered products included: opioids, valium and iud nos. The patient had a family history of hypercholesterolemia, hypertension and hypercholesterolemia. Concurrent conditions were listed as heavy periods, pelvic pain female, cramp in lower abdomen and fatigue. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2023). The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n at the end ofthe procedure,the right cornua had 3 visible coils and the left had 4 visible coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): procedure: robotic assisted total hysterectomy with bilateral salpingectomy pre and post-operative diagnosis menorrhagia with regular cycle; dyspareunia in female; dysmenorrhea; encounter for post essure sterilization check. Specimen(s) received uterus, cervix, and bilateral tubes final pathologic diagnosis uterus, cervix, and right and left fallopian tubes; hysterectomy and bilateral salpingectomy: - cervix with nabothian cysts. - uterus with proliferative endometrium, adenomyosis, and intramural leiomyoma (0.7 cm). - right and left fallopian tubes with walthard nests. - negative for dysplasia, hyperplasia, atypia, and malignancy. - two intratubal foreign objects, consistent with contraceptive devices (gross examination only). Gross description: the endocervix is unremarkable. The endometrial cavity measures 4.5 x 3.0 cm. The endometrium is lush with a moderate amount of hemorrhage, measuring up to 0.3 cm in thickness. The myometrium has embedded coiled metallic wires within the right and left cornua. [Pregnancy test urine] (date unknown): negative [ultrasound scan vagina] (dates unknown): us pelvis w transvaginal dx: dysmenorrhea; pelvic pain in female; narrative & impression history: dysmenorrhea, unspecified;pelvic and perineal pain;encounter for other contraceptive management;unspecified dyspareunia;excessive and frequent menstruation with regular cycle. Findings: uterus: unremarkable except for bilateral essure tubes. Uterus measures 11.6 x 5.5 x 7 cm. Impression: nonspecific pre-menopausal endometrial complex thickening. Considerations include endometrial hyperplasia, adenomyosis, and less likely endometrial carcinoma. And ultrasound: rt essure optimal placement lt essures optimal the most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Lot number added, event medical device removal is replaced with event device embedded. Medical history & lab data added including pathology test, new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2494 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the myometrium has embedded coiled metalic wires within right & left corneua") in a 41 year-old female patient who had essure inserted (lot no. C59251) for female sterilisation. The patient had a medical history of uterine dilation and curettage, depression, migraine, cervical dysplasia, abortion, parity 3, multi gravida, dyspareunia, dysmenorrhea and menorrhagia. Previously administered products included: opioids, valium and iud nos. The patient had a family history of hypercholesterolemia, hypertension and hypercholesterolemia. Concurrent conditions were listed as heavy periods, pelvic pain female, cramp in lower abdomen and fatigue. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2023). The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n at the end ofthe procedure,the right cornua had 3 visible coils and the left had 4 visible coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): procedure: robotic assisted total hysterectomy with bilateral salpingectomy pre and post-operative diagnosis menorrhagia with regular cycle; dyspareunia in female; dysmenorrhea; encounter for post essure sterilization check. Specimen(s) received uterus, cervix, and bilateral tubes final pathologic diagnosis uterus, cervix, and right and left fallopian tubes; hysterectomy and bilateral salpingectomy: - cervix with nabothian cysts. - uterus with proliferative endometrium, adenomyosis, and intramural leiomyoma (0.7 cm). - right and left fallopian tubes with walthard nests. - negative for dysplasia, hyperplasia, atypia, and malignancy. - two intratubal foreign objects, consistent with contraceptive devices (gross examination only). Gross description: the endocervix is unremarkable. The endometrial cavity measures 4.5 x 3.0 cm. The endometrium is lush with a moderate amount of hemorrhage, measuring up to 0.3 cm in thickness. The myometrium has embedded coiled metallic wires within the right and left cornua. [Pregnancy test urine] (date unknown): negative [ultrasound scan vagina] (dates unknown): us pelvis w transvaginal dx: dysmenorrhea; pelvic pain in female; narrative & impression history: dysmenorrhea, unspecified;pelvic and perineal pain;encounter for other contraceptive management;unspecified dyspareunia;excessive and frequent menstruation with regular cycle. Findings: uterus: unremarkable except for bilateral essure tubes. Uterus measures 11.6 x 5.5 x 7 cm. Impression: nonspecific pre-menopausal endometrial complex thickening. Considerations include endometrial hyperplasia, adenomyosis, and less likely endometrial carcinoma. And ultrasound: rt essure optimal placement lt essures optimal batch no c59251 production date 2014-05-26 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.